Event description:
Same case as user facility medwatch # 3901620000-2013-8002. It was reported that during a peripheral angioplasty treatment procedure, guidewire fracture occurred. The 100% stenosed target lesion was located in the right lower extremity artery. A 300cm pt2 guidewire was being advanced to the lesion and they noticed the wire was bent causing delamination. Upon removing the wire they noticed that 3-4mm of the tip was missing. The patient did not require surgical removal as the vessel was totally occluded. The procedure was not completed due to this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).